Event description:
Reporter reported that a dnr patient with pacemaker went into a vfib condition. The doctor reported that the monitor displayed a vfib waveform but did not trigger an audible or visual vfib alarm. The doctor further reported that approx 20 minutes later, the monitor gave a low rate alarm and then an asystole alarm.

Manufacturer narrative:
The hospital has not returned the monitor for testing at spacelabs. Spacelabs distributor tested the monitor after the incident using a simulator and reported that the monitor's alarms functioned per specification. The hospital has provided strips of the pt's waveform during the incident as well as vital signs history. Spacelabs eval of this data determined tha the pt's pacemaker continued to produce a regular ECG signal for nearly ten minutes after an effective pulse was lost, and that within 13 seconds of this rhythm being documented to be vfib-like, the monitor generated an asystole alarm. The ten minutes of pacemaker produced ECG rhythm would not be expected to generate a vfib alarm. Thus, spacelabs concurred with our distributor's conclusion that the monitor performed per its specifications.